Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of the event is as revealed in a post-evaluation follow-up which showed the surgeon was using a driver with a bent tip when he did this surgery. Since then, the driver has been replaced and discarded. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return device.

Event description:
It was reported that during an acl, the 2nd screw used also broke but the distal part, about 13mm remained in the patient. Nothing was inserted over top because the surgeon felt the fixation was stable and was satisfied with the repair. The surgeon did tap prior to insertion. Patient is fine to date. This is one of three similar events involving the same device from the same facility and by the same surgeon.